Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was intact, with the parylene coating slightly torn. The mannitol was no longer on the lead tip. Electrical testing revealed an open circuit on the cathode conductor. Additional analysis completed by computed tomography, showed areas of gaps between the coil and the distal tip threaded grooves. It was suspected there was adhesive in the threaded grooves of the distal tip, which prevented contact between the coil and tip threaded grooves. Analysis was unable to confirm the reported early dissolution of the mannitol coating. It should be noted that the mannitol coating has an average dissolution time of approximately five minutes. However, handling, patient anatomy, and patient blood chemistry can affect the dissolution time.

Event description:
It was reported that this lead was attempted to be implanted. However, the physician could not reach the target position and within three minutes the mannitol coating had dissolved. A different lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The lead was returned for laboratory analysis.